Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown, requested but it was not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens was implanted during cataract surgery. During the postoperative period, the patient experienced blurry vision; therefore, a lens exchange was performed, and the original lens was replaced with another intraocular lens (replacement lens details unknown). The procedure was completed successfully with the replacement lens. Following the exchange, the patient reported improvement in blurry vision with no additional visual issues, and overall vision improved postoperatively. No patient injury, unplanned surgical interventions, or use of non-standard medications were reported, and no additional surgical intervention is planned. The impact on daily activities and any hospitalization or prolonged hospitalization remain unknown. No further information was provided.